Event description:
A pt reported experiencing inaccurate erratic results with a ot ultra meter. The pt's blood glucose results were 33,77,68,71mg/dl (meter). Tests were done within 10 mins with a difference of 21%. Pt did not experience any adverse events. No further info has been reported. Note-customer was using alcohol on finger before testing.